Event description:
It was reported that the pump alarmed cassette not attached. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal, a upstream occlusion (uso) seal that was separating from the chassis, and a cassette detect pin seal that was torn. The cause of the customer reported problem was a contaminated dso sensor with intermittent errors. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso seal, uso seal, and cassette detection pin seal. He manufacturer representative performed dso/uso calibration, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.